Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: promus element ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid region of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27nov2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 24mm in length, 3.5mm vessel diameter, target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50x28mm promus element drug-eluting stent was used for treatment. However, during procedure, the physician cannulated the right coronary artery with a non bsc catheter device and attempted to cross the lesion with another non bsc wire device. He predilated with a maverick 1.5 x 1.5 to prepare the lesion and took 3.5 x 28 promus element, but unfortunately the stent did not track the vessel, so the physician did one more predilation with 2 x 12 maverick. He tried further with the same stent, but the stent could not be tracked. Upon pulling the stent back, the physician noticed that the device was kinked. The device was completed with another of the same device. There were no patient complications reported and patient is stable. However, return device analysis revealed a stent damaged.